Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of adult patient that the receiver would not turn on, on (B)(6) 2014. Patient stated that an error code was displayed on the receiver and he reset the device. The device was working for a while but the error code reappeared. The receiver would start and the patient again reset the device and it began working. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. Global receiver functional testing resulted in no failures related to the customer complaint. A review of the receiver data log found hardware and firmware error codes. The customer complaint was confirmed. The root cause of the hardware errors was determined to be a hardware component failure. No root cause could be determined for the observed firmware errors. This complaint was deemed reportable upon completion of device evaluation 03/23/2015.